Event description:
It was reported that the device was explanted due to premature battery depletion. Review of egm showed 255 episodes of vf from noise on ventricular channel.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion could not be confirmed. Based on programmed settings and usage data, a longevity calculation was performed and the battery was within the normal longevity estimations. Device function was normal when tested on the bench. The cause of the depletion was excessive charging due to suspected lead noise.